Event description:
According to the distributor's report, the device was used moved and the adhesive got into the eye. The physician referred the pt to an opthalmologist and called the emergency response nurse. The nurse instructed the physician to use ophthalmic ointment. The caller would not stay on the line and provide more info. No further info is reported.